Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power and charge pump, and customer stated pump had previously been beeping but was no longer doing so. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses, remove case, use known working charging equipment, and repeat charging steps, but pump still did not start, so technical support arranged shipment of replacement pump, instructed customer to allow battery to fully deplete and return nonworking pump within 10 days, and advised customer to contact healthcare provider for backup insulin therapy and to program settings and connect continuous glucose monitor on replacement pump.